Manufacturer narrative:
Date of event: (B)(6) 2018. Date reported: (B)(6) 2018. The customer reported that the touchscreen was not responding after customer replaced the front bezel. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue and reported that the customer was able to repair the device on their own, there was no need for fse service.

Event description:
The customer reported that the touchscreen was not responding after customer replaced the front bezel. There was no patient involvement. He event date was not specified; estimate used.